Event description:
The customer reported that the unit has a broken syringe clamp. During in-house testing the unit failed to alert occlusion. There was no pt injury or treatment associated with this event.